Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high. The blood glucose reading was 400 mg/dl. The insulin squirted out and the insulin pump alarmed during the manual prime. The customer had not treated. She was advised that the insulin pump would be replaced.